Manufacturer narrative:
A ge representative evaluated the system and performed a beam alignment. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system needs a beam alignment. No pt injury was reported.